Manufacturer narrative:
The patient is reported to have a very high bmi with loose fatty tissue at the location of the implant. The patient is also reported to have fluctuating fluid buildup in the lower extremities related to diabetes. It is believed that the initial implant was placed at a depth that did not accomodate the patient's fluctuating physical condition and led to the inconsistent connectivity with external devices. Testing of the system while implanted did not identify any failure or malfunction of the system or it's components and the connectivity issues are thought to be directly related to position of the device.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. The implantable pulse generator (ipg) was placed in the anterior thigh area with the leads targeting the saphenous and sciatic nerves. Approximately 2 weeks after implanting the system the patient reported fluctuating connectivity between the ipg and the external therapy discs. Patient was advised to allow additional time for potential post-surgical swelling to subside, additional troubleshooting was performed with the system while implanted, however the connectivity continued to fluctuate. On (B)(6) 2025 a surgical procedure was performed to place a new ipg in a more superficial position on the thigh area to improve consistency of connectivity.